Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, an issue with arm clutch on the surgeon side console (ssc) was noted. The or coordinator called into dvstat after the procedure and informed the tse that the surgeon was trying to clutch the ssc masters; however, the clutching wasn¿t responding as expected. The caller also informed the technical support engineer (tse) that the surgeon moved over to the other ssc and was able to achieve expected manipulator clutching performance. The tse log review did not find any faults or discrepancies. The staff requested for the field service engineer (fse) to follow-up with the site. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to replicate the issue but the logs did not reflect any errors; the bottom opto button was not responsive when triggered. The fse replaced mtm 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce during calibration (via matlab).